Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp), was not operational. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the device but was unable to identify any malfunction. The unit passed all functional and safety tests according to manufacturer specifications and was returned to the customer and cleared for use. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp), was not operational. There was no patient harm or injury reported.